Event description:
Customer reported the cine function is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found system mode set to digispot. Ge rep advised the customer on propper techniques and use. System operates as intended. (B) (4).